Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error 1660". It was not specified whether this occurred during infusion or interrupted therapy. No patient involvement.

Manufacturer narrative:
Additional info: b4 updated to reflect event date. B5 updated to reflect no patient involvement.

Manufacturer narrative:
One cadd legacy plus pump was received in good physical condition. There was no evidence of the reported issue in the event log. The pump displayed error code (ec) 1310. Ec 1310 was cleared. There were no issues found with the reported ec 1660. The reported issue was not confirmed, but error code 1310 displayed on the device.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error 1660". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.